Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a review of the pump histories indicated that the last basal and last bolus deliveries occurred on (B)(6) 2013. There were no associated alarms noted in the alarm history; only typical usage was observed. The total daily dose prior to the alleged incident added up correctly. The battery cap was not returned with the pump. The test cap tightened appropriately to the pump and was used to complete testing. The pump successfully passed delivery accuracy testing and was found to be operating within required specifications. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was admitted to the hospital with low blood glucose (bg) of unknown value. The patient was reportedly treated with unspecified ivs and d50 (50% dextrose solution). The patient was reportedly released on a back-up plan for insulin delivery on (B)(6) 2013. Additional details of the low bg incident and treatment were not provided. The patient reportedly felt that the pump was not working and requested a replacement, but refused to troubleshoot. The reporter was able to provide minimal information. The reporter stated that patient¿s bg the morning of the low bg was 208 mg/dl, and then the patient changed out supplies and afterwards her bg was 98mg/dl. The patient had reportedly gone to the store, and between 13:00 and 14:00, the patient passed out. The patient reportedly did not experienced any signs or symptoms of low bg prior to passing out. Emergency services were reportedly contacted at the time the patient passed out, and the patient was disconnected from the pump. The reporter confirmed that the patient does not drink alcohol, but could not provide any other medical history. A review of the pump history indicated that the patient used a temporary basal rate on (B)(6) 2013, and that the pump was suspended on (B)(6) 2013. A review of the bolus history showed one bolus on the reported event date at 18:45. The patient had reported changing supplies every 48 hours; however a review of the prime history indicated that the site was not changed on the reported event date. Additional troubleshooting could not be completed. This complaint is being reported based on the allegation that the pump was not delivering as programmed and that the patient experienced hypoglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.